Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g7, h2, h3, h6, h10. UDI: (B)(4). The reported complaint was confirmed from the evaluation. The base handle was closed without 6in transitional installed and deformed handle hole. The evaluation showed that 6in transitional teeth and shock cushion are worn. Adjustment wrench is also missing. Replacements, repair and pm is required at this time. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the locking handle of the mayfield base unit was frozen in place. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.